Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Procedural complication is a known event. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time after the procedure, the patient developed abdominal pain and gas. The following day at 4am, the patient was taken to hospital by ambulance service. The report indicated that the patient was admitted to emergency room and was being treated for infection to liver secondary to a nick to liver. Additional information indicated that the abdominal pain was related to a hematoma in the abdomen.